Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/12/2025, it was reported by a sales representative via (B)(4) that an ar-9560-24 arthrex univers revers modular glenoid system baseplate would not engage with an ar-9561-25s univers revers modular glenoid system, central screw. The surgeon ensured having past the minimum line and everything appeared as it should, but the implants did not mate properly. The case was completed with a new implant. This was discovered during an rtsa procedure on (B)(6) 2025. Additional information requested on 3/18/2025.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges around the hex of screw of the univers revers¿ modular glenoid system, central screw, modular 25 mm were damaged. Functional testing was performed, but due to the damage to the device, it did not lock properly. Per surgical technique of the univers revers¿ modular glenoid system. #7 there is a hex tip that must be aligned between the components in order for the taper to engage (see illustration). Rotate the components until the hex features align, resulting in a tactile coupling. Place the joined components within the taper assembly stand so that the central post/screw is facing up. The most likely cause for the reported failure can be attributed to user error due to misalignment of the hex tip into the taper to engage.

Event description:
This occurred while the baseplate was in the patient already screwed in and then it was realized that the baseplate and central screw separated. Nothing broke inside the patient. The case was completed using an ar-9560-24 arthrex univers revers baseplate and an ar-9561-25s arthrex univers revers central screw. The case was delayed less than five minutes under normal anesthesia.